Manufacturer narrative:
Device not returned to bme.

Event description:
On (B)(6) 2011 hammerlock (hlxma) was inserted during hammertoe correction. Implant was later removed on or around (B)(6) 2013 due to infection. During explantation or prior, implant leg was broken and all debris could not be extracted. It is unconfirmed whether infection was due to implanted device. If additional information pertinent to this incident is obtained, a supplemental report will be submitted.